Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles occurred. The faradrive steerable sheath was flushed fully twice and used during the procedure. The sheath was working fine up until the farawave catheter was inserted. The physician encountered issues with aspiration, feeling resistance, and observing air in the sheath. The situation was monitored and performed a total of eight applications in the left superior pulmonary vein (lspv). The physician then noticed microbubbles in the sheath and attempted further aspiration but continued to find air in the sheath. The staff noted that the blood appeared unusually thick. The sheath and catheter were removed, tried flushing the sheath separately, but it still seemed to contain air. Subsequently, the sheath was replaced, which worked perfectly for the remainder of the procedure. No patient complications were reported. The physician suspected there might have been a valve issue in the sheath but could not confirm this by visual inspection. The sheath is not expected to return as it was disposed.